Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. After downloading the product code and reprogramming the device, normal function ensued.

Event description:
It was reported that the pulse generator exhibited output, sensing and capture anomalies. The pacemaker dependent patient went asystolic while the physician was opening the pocket. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated, but not yet begun